Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the unspecified artery. A 2.50 x 12 mm promus element drug eluting stent was used to treat the lesion. When passing through another stent, this stent was damaged. It was retrieved without issues. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the unspecified artery. A 2.50 x 12 mm promus element drug eluting stent was used to treat the lesion. When passing through another stent, this stent was damaged. It was retrieved without issues. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged proximally. Struts on the 3 most proximal rows were pushed outwards and distally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).